Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-jun-2010, UDI#: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient reported withdrawal symptoms 12 hours after having a pump replacement on (B)(6) 2020. The patient was heading to the emergency room to have her pump checked. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the pump replacement on (B)(6) 2020. No diagnostics/troubleshooting had been performed yet, and no actions/interventions had been taken. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event. Additional information received from a healthcare provider via a manufacture representative reported the patient was having increased pain, low heart rate and sweating. They revised the pump (B)(6) 2020 and found it to have a leak in the catheter above the pump segment connection. They implanted an entirely new 8780 and patient is doing well.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the junction between the pump segment and the tip segment was not well connected and the catheter was leaking at the junction site.

Manufacturer narrative:
Continuation of d11: product ID: 8709sc, lot#/serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, lot#/serial#: (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.